Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08775 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 13-dec-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 13-dec-2023 listed on smartsolve. Dailytotalcollectionstarttime: 12/13/2023 00:00:00.000 dailytotalofallinsulindelivered: 331750 (33.175 u) dailytotalofbasalinsulindelivered: 94750 (9.475 u) dailytotalofbolusinsulindelivered: 237000 (23.7 u) in further full review of the pump history/traces on the customer's event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the customer's event date of (B)(6) 2023 listed on smartsolve. Dailytotalcollectionstarttime: 12/14/2023 00:00:00.000 dailytotalofallinsulindelivered: 318750 (31.875 u) dailytotalofbasalinsulindelivered: 67500 (6.75 u) dailytotalofbolusinsulindelivered: 251250 (25.125 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the ss event date of 13-dec-2023 and customer's event date of (B)(6) 2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 12/10/2023 04:23:00.000 12/13/2023 23:46:00.000 12/14/2023 03:34:00.000 12/14/2023 15:15:00.000 12/14/2023 15:25:00.000. Lostsensor2alert (781) was recorded and found in the formatted history file on: 12/14/2023 03:53:00.000. Sensorerroralert (801) was recorded and found in the formatted history file on: 12/07/2023 21:17:29.000, 12/07/2023 21:47:34.000 12/07/2023 22:22:28.000 12/14/2023 06:39:00.000 12/14/2023 07:09:02.000, 12/14/2023 07:19:00.000, 12/14/2023 07:44:01.000 12/14/2023 08:19:00.000, 12/14/2023 08:49:01.000 12/14/2023 09:24:01.000, 12/14/2023 09:54:02.000 12/14/2023 10:29:01.000, 12/14/2023 10:59:02.000 12/14/2023 11:34:01.000 12/14/2023 12:09:01.000, 12/14/2023 12:39:02.000 12/14/2023 13:14:01.000, 12/14/2023 13:49:01.000 12/14/2023 14:19:02.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. However, insert battery alarm was recorded and found in the formatted history file on: 12/14/2023 15:25:33.000, 12/14/2023 15:35:00.000, 12/14/2023 15:37:09.000 12/14/2023 16:54:02.000, 12/14/2023 16:54:27.000 12/14/2023 17:04:00.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 12/14/2023 15:36:27.000, 12/14/2023 15:36:42.000, 12/14/2023 15:36:58.000, 12/14/2023 15:37:26.000, 12/14/2023 15:37:36.000, 12/14/2023 15:37:47.000 12/14/2023 15:38:01.000 12/14/2023 15:48:00.000, 12/14/2023 15:48:27.000 12/14/2023 15:58:00.000, 12/14/2023 15:58:47.000 12/14/2023 16:08:00.000 12/14/2023 16:12:20.000 12/14/2023 16:22:00.000 12/14/2023 16:23:27.000 12/14/2023 16:33:00.000 12/14/2023 16:34:32.000 12/14/2023 16:41:30.000, 12/14/2023 16:41:52.000 12/14/2023 16:42:09.000 12/14/2023 16:45:47.000 12/14/2023 16:46:01.000 12/14/2023 16:47:23.000, 12/14/2023 16:47:39.000, 12/14/2023 16:47:52.000 12/14/2023 16:48:08.000, 12/14/2023 16:48:32.000, 12/14/2023 16:48:47.000 12/14/2023 16:50:22.000, 12/14/2023 16:50:40.000 12/14/2023 16:51:14.000 12/14/2023 16:52:35.000, 12/14/2023 16:52:51.000 12/14/2023 16:53:04.000, 12/14/2023 16:53:16.000, 12/14/2023 16:53:30.000. Pump error 23 alarm was recorded and found in the formatted history file on: 12/14/2023 17:05:04.000. Power loss alarm was recorded and found in the formatted history file on: 12/14/2023 17:05:24.000 12/14/2023 17:05:32.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted. The pump was received without a battery cap installed. The pump was received without a battery installed. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for sensor anomaly and possible under delivery anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose and reported possible under delivery. The customer has been using insulin pump system within 48 hours of reported event. The auto mode feature was not active at the time of the event. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.